Event description:
Revision surgery - found loosening implants and delamination of porous flake from the tibial component.

Manufacturer narrative:
Manufacturer narrative: the reason for this revision surgery was loosening implants and delamination of porous flake from tibial component. Four bone screws were firmly placed. The locking screw was loose. This issue was identified during revision surgery where non-djo components were implanted. The in vivo time was approximately 5.5 years. Additional information was received, 27 dec 2018: the patient did not carry rheumatoid arthritis as previously believed, but osteoarthritis. X-rays showed, cancellous bone is being corticalized. The surgeon agrees the osteotomy at revision was tough. The physical activity of the patient is high. No non-conforming material reports were in the receivers or work orders. The devise history records evidence that all critical dimensions and specifications were met when the components were released from djo surgical. It was specifically confirmed that the baseplate porous coating met the required tensile pull specifications when tested. The incident components were returned to djo and examined. The porous surface of the femur has residual tissue and bone on the majority of the surface, indicating adequate fixation was achieved. Some gouge marks are indicative of removal by osteotome. The articulating surface has wear lines on the condyles, likely caused by the metal debris embedded in the insert. The insert shows heavy wear and delamination, which is most severe on the medial condyle. Deformation and cracking are observable on the medial edge. There is particulate embedded in the distal articulating surfaces and posterior surfaces concentrated around the medial/lateral edges. The debris is reflective and appears metallic when viewed through a stereoscope. It was reported the locking screw was loose during the revision surgery. The locking screw was retained in the explanted insert. The screw shows damage around the hex indicating that it was likely tightened during implantation. Use of a torque-limiting driver set to 45 in-lbs is recommended in the surgical technique to ensure adequate tightening. The porous surface of the baseplate demonstrates a small amount of residual tissue and bone indicating limited in-growth was achieved. Multiple bare patches of substrate are visible, confirming the delamination of porous coating. Closer examination of the exposed substrate suggests the possibility of insufficient contact between porous beads and the surface during sintering. The remaining coating appears to be well bonded and there is no definitive explanation for the observed condition. Some areas show striations that may indicate scraping with an osteotome during explanation the proximal surface has multiple scuff marks in a radial pattern. These marks are distributed across the entire surface with a concentration around the medial-anterior hole. The wear pattern is consistent with the location of the debris embedded in the distal surface of the insert. No other complaints have been received against these lot numbers. The complaint history for the 3d knee porous baseplate family (B)(4) was reviewed. No other complaints were reported for porous coating delamination of the tibial baseplate. The root cause of this event could not be determined definitively because returned components met all design and manufacturing specification. An isolated variation in binder application could lead to the observed condition of porous delamination. Failure to use a torque limiting driver when tightening the insert retaining screw could lead to the loose screw condition. Possible factors that may have contributed to this occurrence include: patient activity level, patient obesity, a contraindication for use of this implant, patient bone density is reported as high, increased micromotion between the insert and the baseplate due to loose locking screw may have accelerated implant wear.

Manufacturer narrative:
The reason for this revision surgery was loosening implants and delamination of porous flake from tibial component. Four bone screws were firmly placed. The locking screw was loose. This issue was identified during revision surgery where non-djo components were implanted. The in vivo time was approximately 5.5 years. Additional information was received, 27 dec 2018: the patient did not carry rheumatoid arthritis as previously believed, but osteoarthritis. X-rays showed, cancellous bone is being corticalized. The surgeon agrees the osteotomy at revision was tough. The physical activity of the patient is high. No non-conforming material reports were in the receivers or work orders. The devise history records evidence that all critical dimensions and specifications were met when the components were released from djo surgical. It was specifically confirmed that the baseplate porous coating met the required tensile pull specifications when tested. The incident components were returned to djo and examined. The porous surface of the femur has residual tissue and bone on the majority of the surface, indicating adequate fixation was achieved. Some gouge marks are indicative of removal by osteotome. The articulating surface has wear lines on the condyles, likely caused by the metal debris embedded in the insert. The insert shows heavy wear and delamination, which is most severe on the medial condyle. Deformation and cracking are observable on the medial edge. There is particulate embedded in the distal articulating surfaces and posterior surfaces concentrated around the medial/lateral edges. The debris is reflective and appears metallic when viewed through a stereoscope. It was reported the locking screw was loose during the revision surgery. The locking screw was retained in the explanted insert. The screw shows damage around the hex indicating that it was likely tightened during implantation. Use of a torque-limiting driver set to 45 in-lbs is recommended in the surgical technique to ensure adequate tightening. The porous surface of the baseplate demonstrates a small amount of residual tissue and bone indicating limited in-growth was achieved. Multiple bare patches of substrate are visible, confirming the delamination of porous coating. Closer examination of the exposed substrate indicates that the porous beads may not have bonded to the surface during sintering. Some areas show striations that may indicate scraping with an osteotome during explantation. The proximal surface has multiple scuff marks in a radial pattern. These marks are distributed across the entire surface with a concentration around the medial-anterior hole. The wear pattern is consistent with the location of the debris embedded in the distal surface of the insert. No other complaints have been received against these lot numbers. The complaint history for the 3d knee porous baseplate family (311/31-01/02-001/012_101/112) was reviewed. No other complaints were reported for porous coating delamination of the tibial baseplate. The root cause of this event could not be determined definitively because returned components met all design and manufacturing specification. An isolated variation in binder application could lead to the observed condition of porous delamination. Failure to use a torque limiting driver when tightening the insert retaining screw could lead to the loose screw condition. Possible factors that may have contributed to this occurrence include: patient activity level, patient obesity, a contraindication for use of this implant, patient bone density is reported as high, increased micromotion between the insert and the baseplate due to loose locking screw may have accelerated implant wear.